Event description:
It was reported the patient received three shocks from the device around the time it was running capture management. The episode indicated that the left ventricular capture management conduction check of the device was followed by the patient getting ventricular fibrillation. It was thought the capture management testing caused the ventricular fibrillation episode to start. The device capture management was reprogrammed off and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.